Event description:
Additional information was received on 23dec2024: the procedure performed was an angiography using a 7 french sheath. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The dilator was kinked during inserting that the location was not completed. There was no blood loss. The patient was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5, and provide the device return date in section d9.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One (1) 8 french angio-seal device was returned for product evaluation. The returned device included the header bag, hemostasis sheath, and carrier tube. The device was visually inspected and found to have been in used condition and in visible signs of blood. The sheath and carrier tube were returned mated and in forward lock position. The suture was also found to be cut and separated from the device with the black compaction marker visible. No other damage or issues were noted. The complaint could be confirmed for assembly difficulty of the sheath and carrier tube. The exact root cause could not be determined. The likely cause was determined to have been resistance felt during attempted deployment of the device. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode an effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that the sheath was found bent near the distal tip when opening the package, and obvious resistance was felt when it was inserted into the carrier tube; therefore, the device did not deploy. The whole device was withdrawn, and manual compression was operated for hemostasis. No blood loss was reported. There was no patient injury or surgical intervention required.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.